Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The kinked/bent shaft was confirmed. Due to the noted shaft separation, the failure to inflate was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure of the heavily tortuous, heavily calcified, marginal artery of the circumflex, the patient presented with an acute myocardial infarct (ami) and two severe stenosed lesions. Two guide wires were used to provide support for the catheter and vessel dilatation using a compliant and a non-compliant balloon catheter. It was noted that resistance was met when the xience prime stent delivery system (sds) was advanced and it could not reach the target lesion; a shaft fracture [kink/bent] occurred and not a separation. The catheter kinked and obstructed the inner lumen and balloon inflation. The sds was removed and replaced by another sds. Resistance was noted during advancing but the second sds was successfully deployed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Returned device analysis revealed the shaft was separated in two places and one piece was held together by the outer member.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.